Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pressure did not reach the level as it was low.

Manufacturer narrative:
The reported event was unconfirmed. Four photos of balloon dilation catheter with inflation device and packaging were received for evaluation; however, the reported event was unable to be confirmed based on the photos. One device was returned to atrion inside its tray and in a zip lock bag. The device exhibits the cts mark indicating 100% functional verification at the time of manufacture, and the gauge was within the zero box upon arrival at atrion. Functional testing was performed: the device was connected to the pressure indicator fixture and the plunger was pulled outwards to fill the device with distilled water. The device was aspirated and connected to the pressure indicator for functional testing. The device pressurized, and as the pressure was increased, the gauge needle increased accordingly, along with the pressure indicator fixture. The device gauge was within tolerance at 4, 14 and 30atm areas, with no issues found. DHR, risk and labelling review are not required as the reported event was unconfirmed. No additional actions can be taken at this time. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pressure did not reach the level as it was low.